Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported that after filling the cartridge at night, it was reading "zero" in the morning and the customer's blood glucose level was elevated. The customer changed the infusion site and filled the cannula with insulin. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty.